Manufacturer narrative:
Correction: this complaint is not MDR reportable. A needle through the catheter, identified prior to insertion within the unit package renders the device unusable which may cause a customer inconvenience but will not lead to harm or serious injury, therefore this is not MDR reportable.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: units of insyte were damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: units of insyte were damaged.